Event description:
Additional information received indicates that the patient underwent surgical intervention during which the system was explanted and replaced with no complications.

Manufacturer narrative:
¿Date of event¿ is estimated. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported that the patient did not recharge the ipg as recommended and the ipg became inoperable. Surgery may occur to address the issue.